Manufacturer narrative:
Correction made to h6 conclusion codes and additional MFR narrative. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that stopped working. The left cylinder had crossed over to the right side during the original implant. The crossover caused the cylinder to rupture and stop working. The ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that stopped working. The left cylinder had crossed over to the right side during the original implant. The crossover caused the cylinder to rupture and stop working. The ipp was replaced. There were no patient complications reported.